Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/27/2019. Device evaluation summary: upon initial inspection the device has several creases on the posterior aspect. No other anomalies were discovered. No further investigation will be conducted on this complaint. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation was performed for the finished device 7508565 number, and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: contralateral capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced right sided baker¿s grade IV capsular contracture and rupture post procedure. As a result, bilateral prothesis replacement with 440cc mentor implants was performed. This report contains supplemental information for mentor psr reference number (B)(4). This report relates to the left prosthesis. This is being reported based on the initial report submitted in psr-q4-1-31-2019. The left breast was originally thought to have capsular contracture; however, it was later determined that there were only product issues with the right prosthesis. Mentor submitted supplemental reports indicating this, including one that was submitted in psr-q2-7-31-2019. See 1645337-2019-20998 for contralateral prosthesis report.